Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a vitrectomy procedure they were unable to keep the laser powered up. The case was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed. Prior to the scheduled service, the customer provided additional information that the ethernet cable that tethers the laser to the system was not connected. The customer reseated the cable and the laser was functioning as intended. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a customer use error. The manufacturer internal reference number is: (B)(4).